Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to low/ high counts aberration via data. No injury or medical intervention was reported. It was indicated that the patient was under 2 years old, which is off-label usage of the device.